Manufacturer narrative:
A definitive root cause could not be determined due to limited event details. The report appears to be general feedback rather than a confirmed adverse event and did not clearly identify the device type. Additional details have not been made available regarding the events in the article. Additional information received on related complaint (B)(4) indicates pruitt inahara shunts were involved, but no other details were provided. Per IFU: "as with all cardiovascular procedures involving the carotid arteries, complications may occur during or following carotid endarterectomy. These may include, but are not limited to: arterial dissection and vessel perforation and rupture. Do not inflate the internal carotid balloon to any greater volume than is necessary to obstruct blood flow for the internal carotid artery. Do not exceed the recommended maximum balloon liquid capacity. Do not grasp the balloon with instruments at any time to avoid damage to the latex. As inflation progresses, carefully observe back-bleeding from the internal carotid artery around the shunt. The back-bleeding will diminish as the balloon expands. When the balloon is inflated sufficiently to occlude the artery, back-bleeding around the shunt will stop, there will be a feeling of slight resistance to further inflation and/or there will be a slight distention of the external safety balloon. This is the end-point: stop inflation immediately at this point. The external safety balloon should not be inflated." An explanation/illustration on how to measure the balloon was provided on the correspondence letter. It is possible that the report is a result of inflating the balloon too rapidly or damage due to mishandling or over inflation during device preparation, resulting in deformation that could prevent the balloon from inflating concentrically. The lot number of the product was not provided. Therefore, we're unable to perform a lot review. Note: this record is related to complaint (B)(4).

Event description:
Initial information regarding the pruitt f3 carotid shunt and a request for product improvement was received from the physician, leading to the creation of complaint (B)(4). The physician-provided literature described two patient cases of internal carotid artery (ica) dissection during carotid endarterectomy (cea) using the pruitt-inahara carotid shunt. During a follow-up meeting on (B)(6) 2026, the physician confirmed experiencing dissections in two patients. Complaint (B)(4) was determined to correspond to the first case; therefore, this record was created to document the second ica dissection case. Additional feedback from the meeting included: (1) clarification is needed on balloon inflation specifications, as instructions referencing "1/3" or "2/3" are difficult to interpret, and a clearer explanation or illustration would be helpful; and (2) the physician suspects balloon inflation pressure may have contributed to the dissections. While the device is designed to operate at low inflation pressures, providing scientific justification may help address these concerns and reinforce device safety. Note: this record is related to complaint(B)(4).